Event description:
It was reported that the customer stated that the "catheters caused him to bleed. Rep advised to see doctor. No medical attention reported. No additional information provided at this time. Pt has not used this product before". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the customer stated that the "catheters caused him to bleed. Rep advised to see doctor. No medical attention reported. No additional information provided at this time. Pt has not used this product before". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.